Event description:
According to the available information, the supris sling broke in half when it was being pulled up through the pelvic incisions. It was easily removed from the patient. The surgeon repeated the procedure with another supris sling and the procedure went fine. The patient did not appear harmed in any way.

Manufacturer narrative:
A supris sling was returned for evaluation. Examination of the sling revealed that the mesh was torn in two places. Microscopic examination of the detachment surfaces revealed rough and irregular surfaces, indicating excess stress may have been exerted. Blood residue was noted on the mesh. The information received indicated that the supris sling broke in half while being pulled through the pelvic incisions. Quality confirmed the mesh had torn in two different places. As the detachment surfaces of the mesh were rough and irregular, this indicated that excess stress was most likely exerted to result in the separation noted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The supplier of the mesh completed an investigation, they concluded there was no element to conclude that the product is faulty.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the supris sling broke in half when it was being pulled up through the pelvic incisions. It was easily removed from the patient. The surgeon repeated the procedure with another supris sling and the procedure went fine. The patient did not appear harmed in any way.